Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 599 mg/dl. The customer had symptoms such as abdominal pain, nausea and headache and treated with insulin pen. Customer's blood glucose value was 357 mg/dl at the time of the call. Customer reported that the high blood glucose levels began the night prior to call and did contact their healthcare professional. Customer reported that infusion set disconnected while customer was asleep. Troubleshooting was performed. There were no leaks or air bubbles. There were no insulin issues, but site was bleeding at the time of call. Customer declined to check if device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.